Event description:
The customer reported that the unit screen does not work. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Due to part not returned for failure investigation (fi); therefore, no root cause could be determined.